Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she had done back to back blood glucose tests, within mins, using different fingersticks. Her results were 108, 177 and 177 mg/dl. The rptr said she had been experiencing stomach upset, thirst and urination symptoms. During troubleshooting, a control solution test of 154 (96-143) was out of range. Issues of expired test strips and control solution were determined. The rptr will be receiving new supplies, and will call back if still having problems testing.